Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent from the very calcified proximal left anterior descending (lad) artery to the occluded ostium of the 1st diagonal (dx) artery. The dx was pre-dilated with a guidant 2.0x8mm voyager balloon to 8 atm's and the lesion was pre-dilated with a highsail balloon to 10 atm's. The stent was passed to the lesion, but the balloon ruptured, necessitating its removal. The procedure was completed by placing a cordis 2.5x13mm cypher stent. The stent was then post-dilated with a guidant highsail 2.5x8mm balloon catheter at 12 atm's throughout its length. Final angiographic appearance was 10% residual with timi 3 flow. Patient was prescribed adjunctive integrellin for 12 hours, 300 mg plavix loading dose followed by 75 mg daily for a minimum of 6 months and 325 mg asa. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.